Event description:
Post op cardiac surgical pt bleeding profusely preparing to return pt to surgery on emergency basis. Bottle of albumen hung, using plastic sleeve supplied with bottle. Plastic sleeve split open on bottom seam. Bottle fell through onto the floor, spike broke off in rubber stopper of bottle.